Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Midlick d, harhay j, summers na. Carbapenem-resistant citrobacter amalonaticus and vre bacteraemia in an immunocompetent patient after a urological rezum procedure. Access microbiol. 2024 oct 10;6(10):000852.v4. Doi: 10.1099/acmi.0.000852.v4. Pmid: 39391376; pmcid: pmc11465632.

Event description:
The results of a case involving a 62 year old man who underwent rezum water vapor therapy procedure were reported to boston scientific via an article published on the access microbiology open research platform. The patient had a past medical history of intellectual disability, epilepsy, chronic urine retention managed with a foley catheter, hypertension, and hypothyroidism. The rezum procedure was completed without any device issues or patient complications and the patient was discharged home the same day. In the evening, the patient presented to the emergency department (ed) with gross hematuria, fever, and chills. The patient was also tachycardic at the time. Foley irrigation was performed in the ed, however the dark hematuria persisted. Continuous bladder irrigation with glycine suspension was then performed. The patient was also started on ceftriaxone for a presumed urinary tract infection (uti). Blood cultures were conducted and it was ultimately determined the patient had c. Amalonaticus and vancomycin-resistant e. Faecalis. The patient's antibiotics were changed to daptomycin, eravacycline, and ceftalozane-tazobactam. On day 7, a midline catheter was placed and the patient was discharged to a skilled nursing facility. The patient then presented to the ed approximately one month later for a breakthrough seizure. Blood cultures were done and found citrobater amalonaticus. The patient was asymptomatic at the time, and was discharged from the ed without antibiotics or admission. The authors/physicians believe that the c. Amalonaticus was already in his genitourinary tact secondary to his chronic catheter. The bacterium was then introduced into the patient's bloodstream by the rezum procedure.

Event description:
The results of a case involving a 62 year old man who underwent rezum water vapor therapy procedure were reported to boston scientific via an article published on the access microbiology open research platform. The patient had a past medical history of intellectual disability, epilepsy, chronic urine retention managed with a foley catheter, hypertension, and hypothyroidism. The rezum procedure was completed without any device issues or patient complications and the patient was discharged home the same day. In the evening, the patient presented to the emergency department (ed) with gross hematuria, fever, and chills. The patient was also tachycardic at the time. Foley irrigation was performed in the ed, however the dark hematuria persisted. Continuous bladder irrigation with glycine suspension was then performed. The patient was also started on ceftriaxone for a presumed urinary tract infection (uti). Blood cultures were conducted and it was ultimately determined the patient had c. Amalonaticus and vancomycin-resistant e. Faecalis. The patient antibiotics were changed to daptomycin, eravacycline, and ceftalozane-tazobactam. On day 7, a midline catheter was placed and the patient was discharged to a skilled nursing facility. The patient then presented to the ed approximately one month later for a breakthrough seizure. Blood cultures were done and found citrobater amalonaticus. The patient was asymptomatic at the time, and was discharged from the ed without antibiotics or admission. The authors/physicians believe that the c. Amalonaticus was already in his genitourinary tact secondary to his chronic catheter. The bacterium was then introduced into the patient bloodstream by the rezum procedure.

Manufacturer narrative:
Midlick d, harhay j, summers na. Carbapenem-resistant citrobacter amalonaticus and vre bacteraemia in an immunocompetent patient after a urological rezum procedure. Access microbiol. 2024 oct 10;6(10):000852.v4. Doi: 10.1099/acmi.0.000852.v4. Pmid: 39391376; pmcid: pmc11465632.